Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an 808:08 failure code was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced an 808:08 failure code. It is unknown which process step this event occurred during. Upon device evaluation by baxter quality engineer, it was determined that this failure code caused an interruption of delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.